Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-apr-2025, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 08-apr-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead migrated. Dr is going to schedule a system revision.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient is alleging that the "ins is turning off and on." Rep said he was just informed of this issue yesterday by the patient's healthcare provider (hcp). Rep said he has not done any troubleshooting for this issue. Hcp said he is going to replace the ins when he replaces the lead.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician replaced both of the leads and the implantable neurostimulator on (B)(6) 2022 in order to resolve the reported issue.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead. H3. Analysis of the implantable neurostimulator (ins) (B)(6) found the ins was functionally okay/there were insignificant anomalies. Analysis of the lead ((B)(6)) found upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead ((B)(6)) found that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H6. Ins (B)(6) the results code c20 no longer applies. The method code b20 no longer applies. Lead (B)(6) the results code c20 no longer applies. The method code b20 no longer applies. Lead (B)(6) the results code c20 no longer applies. The method code b20 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.